Event description:
It was reported that"(B)(6) 2025, affiliated hospital of (B)(6), in ICU, the doctor found catheter leak during used on the patient." Additional information received from the customer clarified the ars syringe was leaking. The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit including an arrow raulerson syringe (ars), arrow advancer with the guidewire inside, 2-lumen catheter, dilator, catheter-over-needle, transduction probe, and an 18 ga introducer needle for analysis. Based on the complaint of an ars leak, the ars and needle were evaluated. Signs of use in the form of biological material and white residue were observed on the introducer needle. One vertical crack was observed on the needle hub. This defect would inhibit proper aspiration when attached to the ars. Therefore, the needle hub crack likely caused the customer reported leaking. No defects or anomalies were observed on the ars. The ars and introducer needle were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert introducer needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The returned 18 ga introducer needle was attached to the returned ars. The ars was unable to draw and aspirate water. However, the returned ars was able to aspirate water without the introducer needle attached. Additionally, the returned ars was tested with a lab inventory introducer needle and was able to draw and aspirate water as intended. The module requirement document for raulerson syringes ((B)(4)) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and snapped back into a position = 1cc from the starting position. Therefore, the internal valves of the ars were functioning as intended. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." The customer report of a leak was confirmed by evaluation of the returned sample. Visual analysis revealed a crack in the needle hub which contributed to the leakage reported by the customer when using the ars and introducer needle in conjunction. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. A CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. This CAPA was implemented aug-2023 to address the issue of the cracked needle hub. This implementation date occurred after the manufacturing date of the needle hub batches (apr 2023) involved with this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2025, affiliated (B)(6) in ICU, the doctor found catheter leak during used on the patient." Additional information received from the customer clarified the ars syringe was leaking. The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".